Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units internal helium is not filling. Internal tank reported not showing full. There was no patient involved.

Manufacturer narrative:
Corrected data: h6(clinical and impact code).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10 a getinge field service engineer (fse) was dispatched to the site to evaluate the unit. The fse checked the helium bottle and gauge, performed leak checks on console and on cart, all were ok. The fse secured into cart and internal tank seen to be full, emptied the tank and filled several times and each time tank filled fine. The fse ran a manifold test several times checking if valves opened correctly. All functional checks were performed and seen to pass. Ran the unit on trainer with no problems seen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units internal helium is not filling. Internal tank reported not showing full.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.